Event description:
It was reported that during a lsh procedure, that half of the blade broke while being activated. The surgeon activated ace36p with jaw open using tension to dissect anterior peritoneum and tip of active blade broke off. Surgeon changed to a new device and procedure completed. No pt consequence.